Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the suture disengaged. The surgeon manually placed the suture in the proper place. The hosp has reported no pt injury occurred.